Event description:
Pt's 4 previous MRI's went fine. Pt did not have ear plug in the left ear at this time. The machine made a lot of strange noise. Pt has been suffering from noise in the head ever since the test done. The noise in the head and ears is not tinnitus and she suspects neurological damage. Radiologist denies any damage and sent her a check.